Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy, improper staple formation occurred in the middle of the staple line, resulting in bleeding. The customer indicated that multiple stapler instruments and reloads were used: three different endowrist 30 curved-tip stapler instruments with stapler 30 white and blue reloads, and one 8mm sureform 30 curved-tip stapler instrument with sureform 30 gray and blue reloads. It is unclear whether these events occurred within a single staple line or involved multiple staple lines. Each firing resulted in an incomplete staple line. Although the exact blood loss was not reported, the patient did not require a transfusion. The procedure was completed robotically. The following details remain unknown: the cause of the event, the exact source of the bleeding, the intervention used to control the bleeding, and how the incomplete staple line(s) was addressed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the sureform 30 curved-tip stapler instrument or the sureform 30 blue reload to perform failure analysis at the time of this report. It remains unclear whether the reported events occurred within a single staple line or involved multiple staple lines. Additionally, the specific endowrist 30 curved-tip stapler instrument used with each stapler reload is unknown. The system logs indicate that a sureform 30 blue reload was not used during the procedure. Stapler logs: first, the logs show an endowrist 30 curved-tip stapler instrument (lot #t10251023-0006), was used. It was installed on the system 5 times and fired 3 stapler 30 reloads (1 blue, 1 white, 1 gray, in that order). On install 1, a stapler 30 blue reload was installed; however, no clamping or firing was attempted. On install 2, the first clamp was successful, and the firing was completed without error. On install 3, the system was unable to detect a valid reload within the stapler and the system logs showed an error code, representing the fault. The instrument was re-installed and the user manually selected the stapler 30 white reload via the surgeon side console (ssc) touchpad. Clamping and firing were completed without error. On install 5, the first clamp was successful, and the firing was completed without error. Next, the logs show sureform 30 curved-tip stapler instrument (lot #k10251211-0173) was installed intermittently on the system 2 times and fired 2 sureform 30 gray reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. Then, the logs show endowrist 30 curved-tip stapler instrument (lot #t10250605-0020) was installed on the system 3 times and fired 3 stapler 30 reloads (2 blue, followed by 1 white). On each install, the first clamp was successful, and the firings were completed without error. After the 3rd fire, the instrument was force expired by the system. The system logs showed an error code, indicating that the instrument was out of uses. Finally, logs show endowrist 30 curved-tip stapler instrument (lot #t10251210-0030) was installed intermittently on the system 6 times and fired 5 stapler 30 reloads (2 white, 1 gray, 1 white, 1 green, in that order). On installs 1-5, the first clamps were successful, and the firings were each completed without error. On install 6, a stapler 30 green reload was installed; however, no clamping or firing was attempted. There were no additional stapler related errors in the system logs. Note: this medwatch report (MDR) is for the MDR submission of the sureform 30 blue reload possibly related to an incomplete staple line. Refer to MDR with MFR. Report # 2955842-2026-26682 for the MDR submission of the stapler 30 white reload possibly related to an incomplete staple line. Refer to MDR with MFR. Report # 2955842-2026-26681 for the MDR submission of the stapler 30 blue reload possibly related to an incomplete staple line. Refer to MDR with MFR. Report # 2955842-2026-26680 for the MDR submission of the sureform 30 grey reload possibly related to an incomplete staple line. .